Manufacturer narrative:
Additional device product code:: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in USA as follows: it was reported that on an unknown date, during an open reduction internal fixation (orif) of the proximal tibia for the deformity correction, a 70mm variable angle (va) locking screw went through the proximal posterior locking hole. It sunk into the hole slightly past the threaded holes, but the screw was retained. A new locking screw 70mm was used without any issues. There was a surgical delay of one (1) minute, and the procedure was completed successfully. There was no patient consequence. Concomitant devices: 3.5mm va-lcp proximal tibial plate (part # 02.127.320, lot # 3l92975, quantity 1). Unknown locking screw (part # unknown, lot # unknown, quantity 5). This report is for 1 3.5mm variable angle locking screw. This is report 1 of 1 for (B)(4).